Event description:
It was reported that the during a revision surgery to address elhers-danlos syndrome, it was found that the threads of a plug were damaged. It was removed and replaced with an alternate to complete the case. There were no patient impacts or surgical delays reported.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed.

Manufacturer narrative:
Patient identifier (in confidence): (B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the during a revision surgery to address elhers-danlos syndrome, it was found that the threads of a plug were damaged. It was removed and replaced with an alternate to complete the case. There were no patient impacts or surgical delays reported.